Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from the catheter.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that two mantis clips were used in the stomach to treat a duodenal polyp during an esophageal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2025. During the procedure, the mantis clip was passed down an ercp scope in an attempt to close the defect; however, it could not detach from the catheter. This happened again during the same procedure with a second clip. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.